Event description:
A caller reported experiencing frequent cartridge alarm 30 issues over the past month. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer used correction boluses via the pump to address the issue and did not require third-party assistance. Despite having cartridge alarms with consecutive cartridges, there was no prior report of alarm 30 with this specific pump serial number. The pump was confirmed to be under warranty, and tandem technical support decided to replace it, providing a pump with updated software. The customer was advised on storage mode instructions and the process for returning the faulty pump. Customer will continue to use current pump.